Manufacturer narrative:
To reflect the date the new information was received. The previous date of (B)(4) 2018 was reported in error.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mod endo trial would not attach to the insertion handle. There was no surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.